Event description:
It was reported that during a low anterior resection, it was the first time the user tried this product. They used the device to make a distal line of transection. They placed the gun, closed it down correctly and fired it. No staples were fired from the gun and the doctor had to use a different device instead. There was no pt consequence. One device will be returned.